Event description:
It was reported that the right ventricular (rv) lead fractured and the lead integrity alert (lia) tripped for high voltage bundle (hvb) and superior vena cava (svc) high impedance. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).